Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer septal occluder was chosen for a procedure using a 10f amplatzer trevisio intravascular delivery system. During procedure, on first deployment the first disc had a cobra deformation. The device continuously showed bulging upon retrieval (outside patient) and it was not usable despite waiting for it to regain its supposed shape. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 22mm amplatzer septal occluder was chosen and completed the procedure went on smoothly with no adverse or delayed effect. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, but may have been caused by attempting to implant the device with a larger than recommended delivery system. There is no indication of a product quality issue with respect to labeling, design or manufacturing of the device. Please note that per the instructions for use, the recommended size delivery system for use with a 22 mm amplatzer septal occluder is an 9f.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer septal occluder was chosen for a procedure using a 10f amplatzer trevisio intravascular delivery system. During procedure, on first deployment the first disc had a cobra deformation. The device continuously showed bulging upon retrieval (outside patient) and it was not usable despite waiting for it to regain its supposed shape. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 22mm amplatzer septal occluder was chosen and completed the procedure went on smoothly with no adverse or delayed effect. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.